Event description:
The procedure was completed with the same device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction was confirmed. However, it is likey the event reported as "scope socket did not hold the scope connector properly" was caused by a failure of the locking mechanism of the video connector socket. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the malfunction documented in b5, the additional evaluation findings are as follows: excessive dust and foreign material was present inside the device, the bottom chassis, top cover, and front chassis were corroded, and the power switch was cracked and had a substance spilled on it. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the paddle connection was not locking in on the video system center during preparation for an unspecified procedure. The device was sent to an olympus service center for evaluation. During inspection and testing, the scope socket did not hold the scope connector properly. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.